Manufacturer narrative:
Correction to h10; added the related report number in the correct field.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards affiliates in austria, a transcatheter aortic valve replacement (tavr) procedure was performed using a 26 mm sapien 3 ultra valve. During valve alignment, the balloon was observed to be torn. The delivery system and valve were subsequently removed through the esheath without complication. Upon removal, the esheath liner was found to be delaminated. A new valve, delivery system, and sheath were prepared and used to complete the procedure successfully. The patient did not experience any injury related to the event and remained stable following the intervention.

Manufacturer narrative:
During an administrative review, additional information was provided. Therefore a supplemental report is being sent to add the new/corrected information. Imagery review found the commander delivery system balloon torn at I/c bond and the proximal wings flared out. The guidewire lumen appears kinked at crimp balloon area.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-06465. Update to d9 and h3. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation, and visual inspection revealed that the crimp balloon was torn at the inner catheter (I/c) bond. Additionally, the proximal wings were flared outward, and the balloon material had bunched toward the nose tip. Dimensional testing indicated that the double-wall thickness measurements of the crimp balloon were within specification. Per the nature of the complaint (balloon torn) no functional testing was able to be performed. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of balloon tear was confirmed based on evaluation of the returned device. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "during valve alignment it was observed that the balloon was tear. It was decided to remove the delivery system with valve through the esheath". As per provided information, "they tried to do it as straight as possible but it was very short so there was a bit of kinking while the alignment". Performing valve alignment in a non-straight section can make the valve become unseated (non-coaxial placement of valve in relation to the flex tip) from the flex tip and dive into the lumen of flex tip. Gouges in the flex tip observed during device evaluation indicate valve diving likely occurred. A non-coaxial valve can result in high valve alignment forces/tension, thus causing inflation balloon to bunch and I/c bond to tear. In this case, available information suggests that procedural factors (valve alignment in a non-straight section) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.